Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that while attempting to exchange the modular cable for damage the modular cable connection with the replacement modular cable would not seat enough to engage the threads of the percutaneous/pump cable portion of the driveline. The patient became non-responsive and cardiopulmonary resuscitation (CPR) was started. The patient regained consciousness once the original modular cable was reattached and ventricular assist device (vad) flow resumed. The patient was admitted for observation following this incident, remaining on the original modular cable. Afterwards, the new modular cable was also unable to seat with the connector on a demo pump, but there was no apparent damage or obvious defect upon visual inspection. Related MFR # for the replacement modular cable: 2916596-2021-07453. Related MFR # for the original modular cable: 2916596-2021-07636.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported connection difficulty and a direct correlation to heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. Multiple requests for additional information were sent to the customer; however, no further details were provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the hm3 lvas. The IFU contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018 via customer order. No further information was provided. The manufacturer is closing the file on this event.